Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the reporter contacted lifescan (B)(4) alleging that the display was fading on the patient's onetouch ping meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The reporter stated that the product issue began approximately two months prior to contacting lifescan. The patient manages their diabetes with an insulin pump. The reporter alleged that because the meter's screen was dim, the patient over-bolused their insulin. The reporter stated that on (B)(6) the patient developed symptoms of "shakes and felt like head was going to explode". The reporter contacted emergency services. The patient was treated with food/drink by an hcp. The reporter stated that the patient obtained a blood glucose test of 6.1mmol/l on an ER/hospital meter. At the time of troubleshooting the cca verified that there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia and required treatment from an hcp.

Manufacturer narrative:
The meter has been returned and evaluated by product analysis with the following findings: the meter was found to have a faded display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.

Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.